Event description:
The patient experienced pain at the implantable neurostimulator pocket. The site was not infected as confirmed with negative cultures. The device system was explanted. The patient outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
Additional implantable neurostimulator evaluation method. Final device analysis revealed 'no anomaly found, normal device function'. The leads were ok, but cut through (suspected explant damage). Final device analysis revealed 'no anomaly found.' See scanned page.